Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels and it was reading high. The customer¿s blood glucose during the incident was unknown. It was reported that the insulin pump alarmed multiple insulin flow blocked alarms even after reservoir and infusion set change. It was also reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device will be returned for analysis.